Event description:
It was reported that the ilet pump experienced prolonged pairing with a dexcom g7 sensor, requiring pump restarts to complete pairing, consistent with intermittent communication failure involving the antenna/electrical communication subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the sensor consistent with intermittent communication failure localized to the antenna/electrical and magnetic component domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.